Event description:
It was reported the patient never had therapeutic effect. It was stated that while the patient had their implant they were programmed 6-7 times but it never worked. It was noted the patient spoke with their healthcare provider two weeks prior to report and their device was removed on (B)(6) 2014. It was stated the patient felt better and they were urinating 3-4 times a day. Reportedly, with the device, the patient would only go once a day and they would empty only 6 ounces and they stated they had to use a catheter before. It was stated the patient¿s symptoms occurred following implant. The patient inquired about why their device didn¿t work and they suspected a defect in the implant. Additional information from the healthcare provider stated the patient¿s device was explanted on (B)(6) 2014 because they no longer wanted the implant. It was stated it was unknown if the patient had a 50 percent or greater symptom reduction. It was noted the cause of the event was determined and it was stated the patient wanted the implant out. Reportedly, it was unknown if it was device related and no reprogramming was needed. It was stated the patient was doing well and they had a follow up office visit. The healthcare provider stated the patient refused reprogramming. The patient¿s outcome was reported as recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v513994, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).